Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the promus stent was implanted to treat a de novo, mildly tortuous, 80% stenosed lesion in the 1st diagonal. Predilatation was not performed, resulting in 0% residual stenosis; however, side branch flow impairment was noted post treatment. The patient was discharged on the next day. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - vessel occlusion is a known outcome of coronary stenting procedures and is listed in the device instructions for use (IFU) as a potential adverse event. Possibly the position of the stent implant in the first diagonal contributed to occluding the side branch, though this could not be confirmed. A definite root cause for the occlusion and the relationship to the device, if any, cannot be determined. Reportedly, no pre-dilatation was performed prior to the use of the promus sds. The IFU instructs: "pre-dilate the lesion with a ptca catheter." In this case, it is not known how not pre-dilating the lesion may have contributed to the side branch occlusion.